Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the black nuts on the system controller was broken. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a damaged black connector nut was not confirmed. There were no photos or log files submitted for review. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the black connector nut was broken and was consequently exchanged. This can result in the nut not being able to be tightened fully. There were no reported connection issues or associated alarms with the damage. Additional information provided stated that log files were not downloaded, there are no images of the damage available, and the product was disposed of. A root cause of the reported event could not be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.